Event description:
In (B)(6) 2012 I was diagnosed with prostate cancer and elected to have external beam radiation therapy. As part of that therapy, the radiation oncologist ((B)(6)) and the urologist ((B)(6)) at (B)(6) in (B)(6) recommended implanting the calypso locating beacons manufactured by varian. I was told these beacons were benign but would be inside me for the rest of my life. They told me the beacons were important so that radiation treatments could be more accurate and I would have less side effects. I agreed to have the beacons implanted. Fast forward to today, (B)(6) 2017. My conditions has worsened and my cancer is back. Part of the treatments for my reoccurrence requires MRI imaging and possible focal ablation techniques. I found out today at the (B)(6) in (B)(6) that I can't have MRI's of my prostate area because of the beacons. I contacted varian and found out that there are specific issues with these beacons the severely limit follow on treatments and diagnostic scans. The information is documented in the guide from varian. Here's the text from the "calypso system prostate and prostatic bed usage guide" on page 9. The following are precautions to be aware of when using implanted transponders and the calypso system: nonclinical testing has demonstrated the beacon transponders are mr conditional. A patient implanted with beacon transponders can be safely scanned under the following conditions: statis magnetic field of 1.5t or 3t static magnetic field gradient of 2.5 t/m maximum wholebody averaged specific absorption rate of 2.0 w/kg for 20 minutes, in the normal operating mode of mr scanning. A local mr image artifact may extend up to approximately 2 cm from the transponder. Use caution when the following additional therapies are required in the prostate or prostatic bed: brachytherapy treatment (permanent seeds of hdr), electrosurgical procedures (e.g., harmonic scalpel, transurethral needle ablation, radio frequency (rf) ablation), cryoablation, lithotripsy, and laser vaporization. Avoid direct contact with the transponders when administering these therapies. Beacon transponder functionality and encapsulation after administration of these therapies have not been assessed. I then asked varian if they had any procedures documented for the removal of the beacons so that I can get the follow up care that I need. Their response is shown below. This seems unacceptable to me. How can you recommend to implant a device that will severely limit treatment options in the future when you have a moderately high probability of a treatment failure. If I would have known this, I would never have agreed to have them implanted. I don't know if I'm a candidate for beacon removal but it will be equivalent to a radical prostatectomy to remove them thus disturbing the progressing tumor and maybe causing my premature death. If I don't get them out then I cannot get the treatments that I need. In any case this is a serious issue and these devices should never have been approved for use. From: varian support [mail to: (B)(4)]. Sent: thursday, (B)(6) 2017 10:58 am to: (B)(6). Subject: re: response to (B)(4). Hi (B)(6). Unfortunately, varian does not have any guidelines on the beacon removal. The beacon removal will require an invasive procedure. Regards (B)(4). Prostate specific MRI test at (B)(6) was aborted due to a large image artifacts causing unreadable images on (B)(6) 2017. Technician performing the test was named (B)(6).